Manufacturer narrative:
Unit passed displacement, and self tests; it failed sleep current measurement, and active current measurement tests. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, both current measurements remained high. The high current measurements appears to be due to a problem with pcba1.

Event description:
Information received by medtronic indicated that the insulin pump was not holding battery power. The customer reported that the battery did not last more than one week. Troubleshooting was assisted. The device will be returned for analysis.